Event description:
It was reported that: "le ballon a été préparé avec un mélange 50/50. Aucun problème remarqué lors de l'inflation, par contre la déflation était impossible avec la seringue de 1cc. La déflation a pu être effectuée avec une seringue de 10cc, mais celle-ci a été très progressive et très lente, environ 5 minutes. L'anévrisme était localisé sur un siphon carotidien sans particularité. Translation: the flask was prepared with a 50/50 mixture. No problem noticed during inflation, however deflation was impossible with the 1cc syringe. Deflation could be carried out with a 10cc syringe, but it was very gradual and very slow, around 5 minutes. The aneurysm was located on an unremarkable carotid siphon." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #(B)(4). Conclusion of investigation pending analysis from manufacturer, balt extrusion. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
Balt USA reference #(B)(4) the product analysis was completed by legal manufacturer, balt extrusion. Summary as follows: the returned medical device (ecl2l 6x20) was investigated in our quality laboratory. During our analysis, we noted the following points: - we observed blood residues and crystallized contrast liquid. - the catheter was returned with the guide wire inside; after immersion in water, the guide wire was removed without friction. - the first attempt to inflate the balloon failed due to the presence of crystallized residues in the balloon lumen. - after removing these residues, it was possible to inflate and deflate the balloon without resistance using a 1 ml syringe. - we noted the presence of a fold 20.3 cm from the proximal part. Several tests were carried out during the manufacturing process: - the balloons are 100% visually inspected (absence of holes or particles). - a balloon leak test is also performed on each unit, according to manufacturing instructions. - a 100% visual inspection of the balloon's appearance is also carried out after the application of the hydrophilic treatment. The results of these various controls and steps comply with specifications. No similar event has been recorded in our database to date for this batch number. Several parameters could be related to the failure to deflate during the procedure. The deflation of the balloon could depend on the position of the balloon, the anatomical configuration, and the location of the device when it is inflated and deflated. During the product analysis, we noticed a fold upstream of the balloon, which may have prevented the correct deflation of the balloon. The viscosity of the contrast agent is also a parameter that can affect deflation. In conclusion, we were unable to precisely determine the origin of the encountered event. Several parameters beyond our limits can explain the problem encountered. The complete analysis of this failure mode remains subject to monitoring for any unacceptable increase in trend. At present, no increase in the occurrence rate has been observed, but this issue will be continuously monitored as part of our post-marketing surveillance process. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "le ballon a été préparé avec un mélange 50/50. Aucun problème remarqué lors de l'inflation, par contre la déflation était impossible avec la seringue de 1cc. La déflation a pu être effectuée avec une seringue de 10cc, mais celle-ci a été très progressive et très lente, environ 5 minutes. L'anévrisme était localisé sur un siphon carotidien sans particularité. Translation: the flask was prepared with a 50/50 mixture. No problem noticed during inflation; however, deflation was impossible with the 1cc syringe. Deflation could be carried out with a 10cc syringe, but it was very gradual and very slow, around 5 minutes. The aneurysm was located on an unremarkable carotid siphon." Incident report form submitted for this complaint indicates that no patient injury was sustained.